Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found a bubbled dso seal. A review of the event history log found evidence of the customer reported fault. During the functional testing, the customer reported problem was able to be duplicated. The cause of the issue was found to be a faulty dso sensor. The dso sensor was replaced as well as the seal and bezel.

Event description:
It was reported that the unit started to display alarm "cassette not attached properly" halfway through ipm. Attempted to fit multiple cartridges and still displayed the same fault alarm. Inspected cassette sensor and no visible signs of damage or ingress. There was no patient involvement and no patient harm/adverse event reported.